Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the user interface (ui) assembly being on back order, without an estimated time of availability. The ui assembly has already been requested and ordered. The material ordered ui assembly aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repairs will be completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Updated contact information and contact office entity.

Event description:
Philips received a complaint from the customer on the v60 indicating that the unit is turning on without user interaction. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The v60 will not power off using the on/off button. The customer is reporting the only way to shut the unit off is to remove ac power and remove the battery. Also informed that the v60 power supplies are within specification, and likely the failure is with the user interface (ui) board. The customer appears to have a hydis display installed. The rse provided the customer with part number for the v60 ui assembly. The investigation is ongoing.